Event description:
A malfunction code 12 was reported, and there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset procedure. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.